Manufacturer narrative:
Describe event or problem: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020. The cause of death was unknown. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 14aug2018. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient expired on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s death, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) , could not conclusively be determined through the evaluation of the returned product. (B)(6) was returned with the pump cable fully intact. The sealed outflow graft and outflow graft bend relied was returned. The apical cuff was returned with the cuff lock properly secured. Examination of the pump cable inline connector bend relied revealed gray discoloration. The pump header and pump end bend relief appeared unremarkable. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. Temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU and patient handbook contain information on how to clean and care for the driveline. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. The heartmate 3 lvas IFU and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). This IFU lists death as an adverse event that may be associated with the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.